Manufacturer narrative:
Insulin pump received motor error alarm during displacement rewind test due to loose drive support disk. The motor was tested outside of the device and passed. Unable to verify a broken force sensor was detected during seating or regular delivery alarm due to motor error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and broken force sensor was detected during seating or regular delivery. The customer's blood glucose value was unknown. The customer stated that the drive support cap was normal. The customer was reported that they were unable to clear the alarm and not able to rewind the insulin pump. The customer was declined to troubleshoot for pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.